Event description:
It was reported that the surgeon revised this patients' left knee due to instability.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report. Cat # 5510-f-301, lot # sykty, description: triathlon cr fem comp #3 l-cem. Cat # 5520-b-300, lot # aswv, description: triathlon prim tib baseplate - cemented. Cat # 5551-g-299, lot # kpl1, description: triathlon asymmetric x3 patella. At this time, it cannot be determined if this device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
It was reported that the surgeon revised this patients' left knee due to instability.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. No device evaluation performed as no items were returned as the device remains implanted. A review of the provided medical records and x-rays by a clinical consultant indicated: issue with revision of triathlon cr 13-mm bearing insert less than 2-years post surgery due to instability in morbidly obese (B)(6) female patient. Radiology confirms adequate size, position and alignment of components with stable cemented fixation in the bone. At revision surgery in 2013, it was observed that extensive damage did exist in the extensor mechanism, medial oblique vastus musculature and patellar tendon causing lateral patellar dislocation and instability in the knee joint. Extensor mechanism was repaired and augmented with an achilles tendon graft while the bearing insert was replaced with a cs 19-mm thick component. Root cause of failure has been inadequate healing or secondary disintegration of the suture line some time after primary arthroplasty together with avulsion of the patellar tendon from the tibial tuberosity causing instability in the knee and lateral dislocation of the patella. This is a procedure-related failure scenario. Findings are supported by the x-rays as well as the surgical report with extreme obesity of the patient most probably representing a relevant secondary factor. No evidence for device-related factors where the insert exchange was not for malfunction or damage but only for requirement of increased stability in the knee joint through more bearing insert thickness post repair and tendon graft augmentation of the damaged knee soft tissue structures. This case is not device-related. The investigation concluded that the reported instability was caused by insufficient soft tissue tension as a result of damaged tendons which lead to patellar subluxation. There is no evidence for device-related factors where the insert exchange was not for malfunction or damage but only for requirement of increased stability in the knee joint through more bearing insert thickness post repair and tendon graft augmentation of the damaged knee soft tissue structures. This clinical situation is not device-related. The reported event regarding instability due to patellar subluxation of a triathlon insert was confirmed.